Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient right ventricular (rv) lead had dislodged. The patient received several shocks. The rv lead was repositioned, and the patient did not experience any additional episodes. The patient was in stable condition.